Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this physician reported lead to device insertion difficulty during the procedure to implant this device. Troubleshooting was performed and once the lead was lubricated, it was successfully inserted into the device header. No adverse patient effects were reported.